Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of pressure not accurate. There was no report of serious injury or harm. There is no medical intervention was specified. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician observed device does not heating, heater plate with electrical damage during the device evaluation. The third-party service center concludes customer complaint was not able to be reproduced there were multiple errors found. Device got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.